Event description:
Per the surgeon, the patient had revision surgery due to skin breakdown at the site of the implant. During the surgery, the device became ¿entangled in his drill¿ and the electrode was accidentally pulled out of the cochlea. The surgeon attempted to implant a new device and was only able to insert 10 electrodes in the cochlea. The patient is being monitored for progress with the new device.

Event description:
It was reported that during unpacking for a coronary stenting treatment procedure, a stent dislodgement was noted. As a 3.0x12mm liberte' bare metal stent was being unpacked, it was noted that the stent was not on the balloon. The device was discarded and the procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is listed as stable.

Manufacturer narrative:
Per the patient's surgeon, the device is not available and analysis is not possible.

Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2009 to reposition the device subsequent to skin necrosis. The tissue was removed and the patient was administered IV antibiotics. During the same hospitalization on (B)(6) 2009, during a second procedure to remove dead tissue the array become entangled in the drill resulting in explantation of the device. The patient was reimplanted with a new device during the same surgery. Correction: the date of explant is (B)(6) 2009; not august 1, 2009 as previously reported. This report is filed (B)(4) 2014. Device is unavailable for analysis.